Manufacturer narrative:
Continuation of d11: product ID neu_stylet_acc, lot#: unknown, product type: accessory; product ID 977a275, serial#: (B)(4), product type: lead, h3: analysis of the lead (va1p9c1017) found no anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 21-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a trial patient. It was reported that the manufacturer's representative (rep) was in a case today and they tried to reposition the lead and could not pull the needle back more than half way. The rep stated that they had to remove everything and reassess the space. The rep stated that it was cervical placement and therefore a tight fit/ entrance so it may have been related to that or the trajectory of the lead. The rep stated that to check lead integrity during this, they used the wens and did a connectivity check but everything came back as red x. Tss reviewed that this is expected as it was an open circuit, since the lead was not placed. Electrodes on the lead appeared fine visually. Rep will send the lead back in as soon as she gets her return mailer kit that she ordered. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when results are available. If information is provided in the future, a supplemental report will be issued.